Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6th october 2025, it was reported by an arthrex employee via email that for an ar-1588btb-2j, tightrope® ii btb, with deploying suture, the frayed tightrope suture could not be shuttled through the rt button. The suture was jammed during conversion of the system. This was detected during use in an unspecified procedure on (B)(6) 2025. (B)(6) 2025 - this was detected out-of-box during use in an acl reconstruction ¿ bone-patella-bone graft procedure on 15th september 2025. The procedure was completed successfully as another implant was opened.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu for this device, dfu-0147-eo - g. Precautions - 1. Excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.